Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 30april2019. The manufacturer's field service engineer could not duplicate the reported issue. The manufacturer's field service engineer performed a complete performance verification test and all tests passed. Since the customer stated that this was the second time this happened with this vent the customer stated that this vent was taken out of service.

Event description:
The customer reported that there was no tidal volume indicated in expiratory limb. There was no patient involvement. Event date not specified: estimate used.